Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cystectomy. Concurrent conditions included endometritis, menses painful, headache, numbness of extremities, cramp in lower abdomen, vaginal bleeding, ovarian cyst, menorrhagia and uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant, supracervical hysterectomy (uterus only), bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, bladder disorder, urinary tract disorder and weight increased outcome was unknown. The reporter considered autoimmune disorder, bladder disorder, genital haemorrhage, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: on (B)(6) 2017, patient had procedure elective laparoscopic supracervical hysterectomy; bilateral salpingectomy, left ovarian cystectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: total bilateral occlusion (B)(6) 2017, surgical pathology report specimen(s) : 1 uterus. Bilateral tubes 2 left ovarian cyst final diagnosis : 1.supracervical uterus and bilateral fallopian tubes: specimen weight; 111 grams (aggregate of tissue fragments and unoriented fallopian tube segments with coiled metal wire [probable essure device]). 2. Left ovarian cyst: involuting corpus luteum. Gross description: 1. There are two intact separate fallopian tubes that unoriented. Within portions of the uterine tissue. There are metal coiled wires. Procedure findings: findings: findings as below: boggy 12 week sized uterus, normal appearing left fallopian tube, right fallopian tube with hydrosalpinx. Left ovary with 20mm simple cyst right ovary with normal appearance. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure indication female sterilization was added. Event abnormal bleeding (general) was clubbed with previously reported event. Events weight increased, urinary tract disorder, bladder disorder were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cystectomy. Concurrent conditions included endometritis, menses painful, headache, numbness of extremities, cramp in lower abdomen, vaginal bleeding, ovarian cyst, menorrhagia and uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant, supracervical hysterectomy (uterus only), bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, bladder disorder, urinary tract disorder and weight increased outcome was unknown. The reporter considered autoimmune disorder, bladder disorder, genital haemorrhage, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: on (B)(6) 2017, patient had procedure elective laparoscopic supracervical hysterectomy; bilateral salpingectomy, left ovarian cystectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion . (B)(6) 2017, surgical pathology report. Specimen(s) : uterus. Bilateral tubes. Left ovarian cyst. Final diagnosis : supracervical uterus and bilateral fallopian tubes: specimen weight; 111 grams (aggregate of tissue fragments and unoriented fallopian tube segments with coiled metal wire [probable essure device]). Left ovarian cyst: involuting corpus luteum. Gross description: there are two intact separate fallopian tubes that unoriented. Within portions of the uterine tissue. There are metal coiled wires. Procedure findings: findings: findings as below: boggy 12 week sized uterus, normal appearing left fallopian tube, right fallopian tube with hydrosalpinx. Left ovary with 20mm simple cyst right ovary with normal appearance. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 20-jun-2018: FDA code added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding/ abnormal bleeding (general)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy. *(B)(6) 2017, surgical pathology report specimen(s) : 1 uterus. Bilateral tubes. 2 left ovarian cyst. Final diagnosis : 1.supracervical uterus and bilateral fallopian tubes: specimen weight; 111 grams (aggregate of tissue fragments and unoriented fallopian tube segments with coiled metal wire [probable essure device]). 2. Left ovarian cyst: involuting corpus luteum. Gross description: 1. There are two intact separate fallopian tubes that unoriented. Within portions of the uterine tissue. There are metal coiled wires. Procedure findings: findings: findings as below: boggy 12 week sized uterus, normal appearing left fallopian tube, right fallopian tube with hydrosalpinx. Left ovary with 20mm simple cyst right ovary with normal appearance. Concurrent conditions included endometritis, menses painful, headache, numbness of extremities, cramp in lower abdomen, vaginal bleeding, ovarian cyst, menorrhagia and uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (abaltion, ablation and to remove the essure implant, supracervical hysterectomy (uterus only), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, autoimmune disorder, bladder disorder, urinary tract disorder, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, bladder disorder, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: on (B)(6) 2017, patient had procedure elective laparoscopic supracervical hysterectomy; bilateral salpingectomy, left ovarian cystectomy. Received treatment for pelvic pain, abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events added: abdominal pain and menorrhagia. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.